Event description:
Philips received a complaint on the heartstart mrx device indicating that the battery is exhausted.

Manufacturer narrative:
Based on available information, the customer reported that at the end of the battery calibration, the device gave an acoustic alarm signaling "battery low" on the display. The fse visited the customer site, evaluated the device, and confirmed that the device had a compatible battery that was not an original philips battery. The fse carried out a battery capacity check and performed a functional test with a positive result. An eos letter was sent to the customer. The device remains at the customer site and no further evaluation is warranted at this time.